Manufacturer narrative:
The grasper was forwarded to quality engineering for evaluation. The device was visually examined, the grasper appears undamaged, the shrink tube was in a stretched condition. The distal end of shrink tube is bell-mouthed and appears to have been caught in the slot end of the jaw. It is suspected that the shrink tube was either not completely shrunk or was pulled forward during the procedure and subsequently stretched with the opening of the jaw.

Event description:
Heat shrink fell off during procedure.